Manufacturer narrative:
Per the field service representative (fsr) the user plugged the unit in to charge prior to his arrival. When he arrived on site he was unable to verify the reported complaint. He checked the voltages and the charging circuit and found no issue. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the battery light was red. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay and blood loss.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Further information was received that the unit had not been used or charged for a long time. A letter was sent to the user to remind them of proper charging practices. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.